Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-03634.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-03634.

Manufacturer narrative:
Device information and implant date are unknown at this time.

Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2019-03634. It was reported that the patient was receiving ineffective stimulation from their scs system. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s two 3166 leads were explanted and replaced. The ipg was electively replaced to give the patient access to new technology. Therapy has been restored postop.